Event description:
A potential claim was received by patient's legal counsel that medical negligence occurred during a hip replacement procedure in 2006. No further information has been received. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No information regarding a revision procedure has been received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Implant date - 2006 (exact date unknown). Manufacture date - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay that this MDR report is a duplicate of 1825034-2014-07655.